Event description:
The customer reported obtaining non-reproducible troponin (access accutni+3), creatine kinase mb (ckmb), and brain natriuretic peptide (bnp) results on (B)(6) 2014 for twenty (20) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. A beckman coulter (bec) customer technical support (cts) recommended the customer to repeat all samples run during the questioned time frame and upon repeat on an alternate instrument, lower results were generated. Please refer to the patient data table attached. The results were reported outside of the laboratory, and thirteen (13) patients were hospitalized. The customer did not provide the sample preparation information. The customer performed a passing accutni+3 calibration curve on (B)(6) 2014 with reagent lot 337217 and calibrator lot 332160. The instrument failed system check on (B)(6) 2014, while quality control (qc) and two calibrations failed on (B)(6) 2014. A bec field service engineer (fse) was dispatched to the customer site to evaluate the instrument. This is one of fifteen reports, and is associated with the results generated on (B)(6) 2014 for patient nine who was hospitalized. MDR 2122870-2014-00802 reports the results generated on (B)(6) 2014 for patient nine.

Manufacturer narrative:
The fse observed bubbles in the wash pump housing and replaced the seal and the o-ring. The fse found that the analyzer was dispensing a low volume of substrate. The fse rebuilt the substrate pump, replaced the substrate valve assembly, and changed the substrate pipettor tip. The system was verified with system check. Verification testing passed within instrument and assay specification. In conclusion, a specific hardware component cannot be determined with the information provided, although there was sufficient evidence to reasonably suggest the cause of the non-reproducible access accutni+3, ckmb, and bnp results was a hardware malfunction due to inefficient washing caused by one or more of the replaced parts. (B)(4). All related reports: 2122870-2014-00801, 2122870-2014-00802, 2122870-2014-00812, 2122870-2014-00813, 2122870-2014-00814, 2122870-2014-00815, 2122870-2014-00816, 2122870-2014-00817, 2122870-2014-00818, 2122870-2014-00819, 2122870-2014-00820, 2122870-2014-00826, 2122870-2014-00827, 2122870-2014-00828, 2122870-2014-00829. (B)(4).